Manufacturer narrative:
Internal reference: (B)(4). Attempts to obtain patient ID and patient weight were unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report. No tests/laboratory data was available. No information was available. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. The customer stated they met resistance while removing the catheter device from the wire, and during removal of the catheter from the wire, the catheter separated into two (2) pieces. Another product of same was used to successfully complete the procedure. There was no patient injury. The lesion was located right common iliac artery; it was a 35% stenosis. This was a peripheral procedure. Additional information obtained noted resistance was felt outside of the patient's body and the separation occurred outside of the patient's body. It was also noted the proximal end of the wire was not maintained properly during the procedure, and was not cleaned prior to the catheter device being removed. The scrub tech used excessive force to remove the catheter from the wire. The wire was cleaned properly after the catheter device was removed from the wire, and the wire was successfully used to complete the procedure. Both portions of the catheter device were returned and evaluated. The catheter was inspected prior to decontamination. The floppy tip and inner member were separated from the device and were returned. All portions of the device were accounted for. The floppy tip separated 1 mm distal to the scanner, there was stretching on both separated ends of the floppy tip, there was blood present in the separated portion of the inner member, there were scratches along the pzt, distal fillet and distal portion of the floppy tip, a bulge was present in the distal portion of the floppy tip 9.5 mm distal to the proximal end of the inner member, blood and fluid were present beneath the esl, there was a rough edge between the esl and scanner indicating a lack of adhesive sealing the esl, and translucent debris was present on the die area of the scanner. The device was visually and microscopically inspected after decontamination. In addition to the observations prior to decontamination, there was adhesive present on the die area of the scanner, the marker tube remained on the proximal portion of the floppy tip on the catheter, and there was a scratch present on the esl. A 0.0160'' guidewire was loaded into the proximal portion of the catheter from the distal tip and was able to pass through the length of the inner lumen without encountering any resistance. A 0.0150'' mandrel was inserted into distal portion of the floppy tip from both the proximal end of the inner member and the distal tip. The mandrel encountered resistance approximately 9 and 10 mm distal to the proximal end of the inner member respectively and could not pass through the distal portion of the device. The probable cause of the resistance is damage in use due to the guidewire catching on the inner member as evidenced by the bulge in the floppy tip and the failed guidewire test. Per the sales rep, "the proximal end of the wire was not maintained properly during the procedure, and was not cleaned prior to the pv .018 being removed." Strain, impact, and forces associated with use can affect the integrity of the device. It could not be determined when the cause of the failure occurred. The probable cause of the floppy tip separation is damage in use as result of applying excessive force when resistance was encountered. Per IFU, "do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use." Strain, impact, and forces associated with use can affect the integrity of the device. This event is being reported in an abundance of caution as there is a potential for harm if the event were to recur. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.